Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device noted noise on the atrial channel. Boston scientific technical services (ts) confirmed the signal was generated by the device for measuring features. It was noted the device did not store atrial fibrillation during the procedure. Ts confirmed that atrial tachy response (atr) will terminate with magnet application. No adverse patient effects were reported.